Event description:
Shortly after the lead implant procedure, the patient reported pain in her left foot. The surgeon decided to explant the leads.

Manufacturer narrative:
The leads were discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the explanted leads was completed and no anomalies were noted. This is the final report.